Manufacturer narrative:
Block g3: study: (B)(6). Block h6:. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed. Block h11: updated b5 (event description). Correction to d3 (manufacturer information). Removed h6 patient code 1930 infection.

Event description:
Note: this report pertains to a boston scientific access sheath and two boston scientific ureteral stents that were used in the same patient and procedure (MFR report #3005099803-2020-01663 , MFR report #005099803-2020-01669, and MFR. Report #3005099803-2020-01672). It was reported that a navigator access sheath was used in the kidney during an cystoscopy and ureteroscopy procedure in conjunction with a triaureteral stent used in a stent placement procedure for stone management in the left and right ureters performed on (B)(6), 2020 as part of the u0652 double-j registry clinical study. Cystoscopy and ureteroscopy procedure was performed including basket extraction and stent placement for stones management for the stones located in the right and left kidneys. During this procedure two stents that were pre-stented on (B)(6), 2020 were removed. Navigator access sheath was removed prior to the stents being implanted. The stents were successfully implanted in the left and right ureters, and the patient was prescribed alpha blocker, antibiotic, anticholinergic, and nsaids at discharge. No issues were noted with the devices. According to the complainant, during the planned stent removal performed on (B)(6),2020, the tria ureteral stents were successfully removed from the patient via retrieval line without any difficulty. There were no new device implanted. The patient's condition on (B)(6), 2020 was reported to be experiencing pyelonephritis. The patient was given keflex. The patient was noted to be recovering following the treatment. No additional treatment was performed for the pyelonephritis. The device was not returned for analysis. In the physician's assessment, the relationship between the procedure and the event is unlikely related, there is no relationship between the adverse event and the bsc guidewire, the stent placement procedure, and the stent removal procedure, and a probable relationship between the adverse event and the access sheath. The customer confirmed that the cause of the pyelonephritis is related to the cystoscopy and ureteroscopy surgical procedure that occurred before the stent implantation. Reportedly, the irrigation used in the procedure might have increased the likeliness of the infection. Additionally, the scope and the sheath were removed, and the procedure was completed at this time. **additional information received on 25jun2020** the patient outcome, from pyelonephritis, is considered resolved on (B)(6), 2020. **additional information received on 22jun2021** the relationship to the study device has been updated from unlikely by the site to not related for subject (B)(6) with adverse event term pyelonephritis.

Event description:
Note: this report pertains to a boston scientific access sheath and two boston scientific ureteral stents that were used in the same patient and procedure (MFR report #3005099803-2020-01663 , MFR report #005099803-2020-01669, and MFR. Report #3005099803-2020-01672). It was reported that a navigator access sheath was used in the kidney during an cystoscopy and ureteroscopy procedure in conjunction with a tria ureteral stent used in a stent placement procedure for stone management in the left and right ureters performed on (B)(6), 2020 as part of the u0652 double-j registry clinical study. Cystoscopy and ureteroscopy procedure was performed including basket extraction and stent placement for stones management for the stones located in the right and left kidneys. During this procedure two stents that were pre-stented on (B)(6), 2020 were removed. Navigator access sheath was removed prior to the stents being implanted. The stents were successfully implanted in the left and right ureters, and the patient was prescribed alpha blocker, antibiotic, anticholinergic, and nsaids at discharge. No issues were noted with the devices. According to the complainant, during the planned stent removal performed on (B)(6),2020, the tria ureteral stents were successfully removed from the patient via retrieval line without any difficulty. There were no new device implanted. The patient's condition on (B)(6), 2020 was reported to be experiencing pyelonephritis. The patient was given keflex. The patient was noted to be recovering following the treatment. No additional treatment was performed for the pyelonephritis. The device was not returned for analysis. In the physician's assessment, the relationship between the procedure and the event is unlikely related, there is no relationship between the adverse event and the bsc guidewire, the stent placement procedure, and the stent removal procedure, and a probable relationship between the adverse event and the access sheath. The customer confirmed that the cause of the pyelonephritis is related to the cystoscopy and ureteroscopy surgical procedure that occurred before the stent implantation. Reportedly, the irrigation used in the procedure might have increased the likeliness of the infection. Additionally, the scope and the sheath were removed, and the procedure was completed at this time. **additional information received on (B)(6)2020** the patient outcome, from pyelonephritis, is considered resolved on (B)(6), 2020. .

Manufacturer narrative:
Block g3: study: u0652 double-j registry clinical study. Block h6: patient code 1930 captures the reportable event of patient infection. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed. Additional information: block b5 (event description)

Manufacturer narrative:
Block g3: study: u0652 double-j registry clinical study. Block h11: block b5 has been updated based on the additional information received on february 20, 2023.

Event description:
Note: this report pertains to a boston scientific access sheath and two boston scientific ureteral stents that were used in the same patient and procedure (MFR report #3005099803-2020-01663 , MFR report #005099803-2020-01669, and MFR. Report #3005099803-2020-01672). It was reported that a navigator access sheath was used in the kidney during an cystoscopy and ureteroscopy procedure in conjunction with a tria ureteral stent used in a stent placement procedure for stone management in the left and right ureters performed on (B)(6) 2020 as part of the u0652 double-j registry clinical study. Cystoscopy and ureteroscopy procedure was performed including basket extraction and stent placement for stones management for the stones located in the right and left kidneys. During this procedure two stents that were pre-stented on (B)(6) 2020 were removed. Navigator access sheath was removed prior to the stents being implanted. The stents were successfully implanted in the left and right ureters, and the patient was prescribed alpha blocker, antibiotic, anticholinergic, and nsaids at discharge. No issues were noted with the devices. According to the complainant, during the planned stent removal performed on (B)(6) 2020, the tria ureteral stents were successfully removed from the patient via retrieval line without any difficulty. There were no new device implanted. The patient's condition on (B)(6) 2020 was reported to be experiencing pyelonephritis. The patient was given keflex. The patient was noted to be recovering following the treatment. No additional treatment was performed for the pyelonephritis. The device was not returned for analysis. In the physician's assessment, the relationship between the procedure and the event is unlikely related, there is no relationship between the adverse event and the bsc guidewire, the stent placement procedure, and the stent removal procedure, and a probable relationship between the adverse event and the access sheath. The customer confirmed that the cause of the pyelonephritis is related to the cystoscopy and ureteroscopy surgical procedure that occurred before the stent implantation. Reportedly, the irrigation used in the procedure might have increased the likeliness of the infection. Additionally, the scope and the sheath were removed, and the procedure was completed at this time. Additional information received on june 25, 2020, that the outcome was resolved on (B)(6) 2020. Additional information received on february 20, 2023, that a new event has been reported for double-j subject (B)(6). The site reported the event as an sae and has not officially reported the event as related to the device, but it is likely related.

Manufacturer narrative:
Report source: (B)(6) clinical study. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to a boston scientific access sheath and two boston scientific ureteral stents that were used in the same patient and procedure (MFR report #3005099803-2020-01663 and MFR. Report #3005099803-2020-01672). It was reported to boston scientific corporation that a navigator access sheath was used in the kidney during an cystoscopy and ureteroscopy procedure in conjunction with a tria ureteral stent used in a stent placement procedure for stone management in the left and right ureters performed on (B)(6) 2020 as part of the (B)(6) clinical study. Cystoscopy and ureteroscopy procedure was performed including basket extraction and stent placement for stones management for the stones located in the right and left kidneys. During this procedure two stents that were pre-stented on (B)(6) 2020 were removed. Navigator access sheath was removed prior to the stents being implanted. The stents were successfully implanted in the left and right ureters, and the patient was prescribed alpha blocker, antibiotic, anticholinergic, and nsaids at discharge. No issues were noted with the devices. According to the complainant, during the planned stent removal performed on (B)(6) 2020, the tria ureteral stents were successfully removed from the patient via retrieval line without any difficulty. There were no new device implanted. The patient's condition on (B)(6) 2020 was reported to be experiencing pyelonephritis. The patient was given keflex. The patient was noted to be recovering following the treatment. No additional treatment was performed for the pyelonephritis. In the physician's assessment, the relationship between the procedure and the event is unlikely related, there is no relationship between the adverse event and the bsc guidewire, the stent placement procedure, and the stent removal procedure, and a probable relationship between the adverse event and the access sheath. The customer confirmed that the cause of the pyelonephritis is related to the cystoscopy and ureteroscopy surgical procedure that occurred before the stent implantation. Reportedly, the irrigation used in the procedure might have increased the likeliness of the infection. Additionally, the scope and the sheath were removed, and the procedure was completed at this time.